Event description:
Patient diagnosed with recurrent seroma, right side device. Upon explant, the physician observed a unilateral double capsule on the right side. Devices were discarded at the time of explant.